Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2014. The initial life-threatening rhythm was asystole. The device correctly identified asystole. Asystole was detected six times between 16:45:58 and 16:58:35. Asystole is a non-treatable rhythm with the lifevest. At 16:59:27, asystole with intermittent cardiac activity was detected. At 16:59:36, a non-treatable rhythm was detected. At 16:59:39, asystole with intermittent cardiac activity was detected. At 17:01:11, asystole was detected again. The patient received one inappropriate treatment at 17:01:54. The rhythm at time of treatment and post-shock rhythm was asystole. Over-sensing of small cardiac signal and intermittent ventricular activity contributed to the false detection. A review of the downloaded data confirms the response buttons were not pressed during the entire event. CPR artifact indicated presence of bystanders during the event. No additional information was received about this event.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, monitor failed incoming testing. The cause for the test failure was an open resistor, r781. The root cause of the open r781 resistor cannot be positively identified but investigation into similar events has determined that the damage to the r781 resistor is consistent with the patient receiving a non-lifevest rescue defibrillation from emergency responders. Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming testing. Upon investigation, the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. The root cause of the damaged cable on the electrode belt could not be positively identified but was likely excessive force applied when removing the device from the patient. Review of the last patient's downloaded data did not indicate a problem during use. Device: monitor (B)(4): 10/2012 - reuse. Electrode belt (B)(4): 10/2006 - reuse.